Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 61 mg/dl. Customer stated that insulins units are missing in the reservoir. Customer's mother stated that this incident happened 3 times and she no longer trusted the pump. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind, prime seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was tested and programmed with multiple boluses; all delivered properly and listed in the daily history screen. The insulin pump was programmed with multiple basal profiles; all basal profiles delivered their indicated amounts and verified in the summary screen. The reservoir volume matches the units in the status screen. No delivery, bolus or basal anomaly noted during testing. The pump was received with minor scratched display window, scratched case, pillowing keypad overlay, scratched keypad overlay and cracked keypad overlay at the back and menu buttons. The formatted history file shows on 09/28/2016 daily total of all insulin delivered 13.85u. Also, five total rewinds performed at 13:23:22 reservoir volume after fill 47.35u; at 17:48:04 reservoir volume after fill 29u; at 17:50:40 reservoir volume after fill 29; at 21:12:28 reservoir volume after fill 266.9u at 22:30:42 and reservoir volume after fill 251.7u. Unable to verify anomaly due to multiple rewinds and different reservoir volumes after fill. The insulin pump passed the delivery volume accuracy test.